Event description:
Needle breakage. Needle breakage occurred during gynecological procedure and was located and retrieved with no adverse consequence to pt. Outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initial reported assuming incident could recur.